Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h4, h6- the x25 final tightener (part #: 279712600 and lot #: gm5369530) was received at us cq. Upon visual inspection, the distal tip of the device was stripped and twisted. No other issues were identified with the returned device. The complaint condition was confirmed for the x25 final tightener (part #: 279712600 and lot #: gm5369530). No definitive root-cause can be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities device history lot : a review of the receiving inspection (ri) for mmsi single innie x25 hex was conducted identifying that lot number gm5369530 was released in a single batch. Batch1: lot qty of units were released on 26 nov 2019 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device history batch :null . Device history review : the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Event occurred on an unknown date in 2021. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date in 2021, two (2) x25 final tighteners and one (1) unknown locking set screw were noticed to be worn out during an unknown procedure. The procedure was successfully completed using a new set screw and tightened with the intermediate tightener by hand. There was a surgical delay of ten (10) minutes. There was no patient consequence. Concomitant device reported: unknown rod (part# unknown, lot# unknown, quantity unknown) unknown screw (part# unknown, lot# unknown, quantity unknown). This report is for one (1) x25 final tightener. This is report 2 of 3 for (B)(4).